Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the right ventricular lead exhibited high pacing impedance, loss of capture, and low r-wave amplitude sensing. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.